Event description:
It was reported that the patient had passed away. No allegation were made against vns. This report of death was reported indirectly to the manufacturer. The official cause of death is unknown; however it was previously reported that the patient was undergoing chemotherapy for cancer. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported migration has been determined as not related to vns therapy.

Event description:
It was reported via clinic notes from the physician that the patient's generator had migrated due to weight loss. The patient was referred to the surgeon to check the surgical pocket. Further information was received from the physician stating that surgery was to be performed to replace the generator and revise the surgical pocket. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient has cancer and is undergoing chemotherapy and radiation so the patient will not be having the vns pocket revision or battery replacement as planned.